Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute onyx des stents were used to treat lesions in the rca. On the same day as the index procedure, target vessel non q-wave mi, 3rd udmi peri-pci was reported. The target vessel involved was the rca. The patient recovered. The investigator assessed the event as unlikely to be related to the device and the anti-platelet medication. The sponsor assessed the event as unlikely to be related to the device and not related to the antiplatelet medication. Cec adjudicated the event as 'non-q wave mi (target vessel), 3rd udmi peri-pci cass site 1:2- mid rca.'

Manufacturer narrative:
Cec adjudicated that the event was a mi - non-q-wave mi (target vessel), 3rd udmi peri-pci cass site 1: 2 - mid rca. The patient was admitted with mi, but marked increase of troponin post procedure. Films were reviewed and a side branch occlusion was noted therefore the mi was a peri-mi. If information is provided in the future, a supplemental report will be issued.